Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed, and the findings did not replicate or confirm the customer reported event of recognition issue. The instrument passed the manual articulation of inputs. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the initialization test. The instrument passed the energy delivery test. Additional unrelated observation not reported by site: the clamp arm was found to have breakage of the teflon pad at the tip. The component is broken and there may be missing pieces, but the size of the missing pieces cannot be confirmed. The broken piece was not returned. Further, the instrument was found to have blade damage at the tip of the blade. The blade did not have corrosion that would have contributed to the blade damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no identification of harmonic ace instrument during the operation. The procedure was completed with no patient harm.